Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, while the surgeon anastomosed the tissue, they tried to remove the tube from the center rod, however the white tube fitting between the center rod and the tube fell into the cavity. They searched it for 2 hours, however could not find it and closed the incision. The surgical time was extended by more than 30 min.